Manufacturer narrative:
Section a4: patient initials/age/dob/weight were not provided. Additional codes health effect - clinical codes: generalized disorders e23 : inflammation e2326. Generalized disorders e23 : high blood pressure/ hypertension e2320. Generalized disorders e23 : hemodynamic instability e2343. Respiratory system e07 : respiratory acidosis e0739. Heart e06 : arrhythmia e0601 : atrial fibrillation e060102. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after implant, the patient experienced initial post operative improvement with reduced vasopressors by 2, followed by deterioration from day 4 with severe vasoplegia requiring high dose norepinephrine, dobutamine, corotrope, and later adrenaline for right ventricle (rv) dysfunction stabilization. The patient had persistent rv failure with severe pulmonary hypertension; large-volume ascites drained multiple times (700¿2000 milliliters) causing respiratory compromise. Albumin supplementation was provided. The patient's respiratory status was worsened by ascites. Intermittent non-invasive ventilation improved the patients hemodynamics temporarily, however the patient's condition progressed to hypercapnia and respiratory acidosis. The patient was intubated and was put on pressure-controlled ventilation mode. The patient later had infectious complications, specifically a catheter-related infection (multi-sensitive organism) at day 3; later hemodialysis catheter grew methicillin-resistant staphylococcus aureus. The patient was provided antibiotics such as imipenem, vancomycin, gentamicin. The patient's procalcitonin was fluctuating (8 ¿ 6 ¿ 11), c-reactive protein level decreased (300 ¿ 56), and the patient remained afebrile. The patient was noted to have progressive oliguria which became anuria by day 9 despite diuretics; as a result bedside hemodialysis was initiated (day 12 and day 15 sessions, 6h each, fluid removal 2¿4 l). The patient's next session was planned for 12 hours. The patient showed severe coagulopathy, (thromboplastin level 20%, platelets 15,000), managed with platelet transfusions, corticosteroids, and cautious heparinization. Their d-dimer was elevated (13). The patient was initially feeding orally, however was switched to parenteral due to asthenia, additionally IV vitamin c was given. The patient had resistant atrial fibrillation at day 7, which cardioverted successfully to sinus rhythm. The patient eventually passed away due to severe vasoplegia and rv dysfunction, likely secondary to systemic inflammation and infection, complicated by ascites, renal failure which required dialysis, coagulopathy, and infection management.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Log files were submitted, which captured low flow alarms that appeared consistent with the patient's decline and ultimate expiration. No other unusual alarms or events were captured. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart, respiratory, and renal,), infection, cardiac arrythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the death was not device related and the device reportedly operated as expected. The device was not explanted.